Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the b30 error was resolved by cleaning and reattachment of the digital light source cable maj-1933, it is presumed that there was no abnormality in the device. However, a potential issue with the digital light source cable maj-1933 may have contributed to the cause of the malfunction. If communication with the scope via the light source device fails, the video processor notifies a scope communication error. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the b30 error occurs with two different scopes and believe the issue is related to the device or communication cables. Tac asked the customer to exchange the cv-190 and re attempt test. However, the unit was being utilized at the time of call. The customer called back and mentioned to tac that the maj-1933 digital light source cable was cleaned and reseated. The customer was able to obtain an image but the b30 scope communication error occurred intermittently. Subsequently, the customer received another error code and was able to clear it by pushing the escape key. The customer was unable to recall the error code. The customer implied that the issue was with the maj-1933 cable. Tac transferred the call to customer service to for the customer to obtain pricing on the maj-1933 digital light source cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 error occurred with evis exera iii video system center. There was no patient involvement, no harm or user injury reported due to the event.